Event description:
Customer reported receiving erratic readings in blood glucose tests. Customer received readings of 483 mg/dl and 150 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device has been returned and is being investigated. Follow-up report will be submitted when the investigation has been completed.